Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.(B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. A 185cm pt²¿ guide wire was advanced to the target lesion. The vessel had a loop but the guide wire managed to pass it. However, when the physician started up a vertebral catheter, the guide wire fractured at the distal end. Subsequently, the broken part of the guide wire that remained inside the patient's body was removed with a catheter loop and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable and under observation.